Manufacturer narrative:
Date of procedure estimated as (B)(6) 2024. The UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a perclose failure occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.